Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted during an esophageal stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to dilate a benign peptic stricture in the esophagus. Post procedure, (exact date unknown), the physician noted that the stent had migrated and tissue ingrowth was noted within the proximal uncovered end of the stent. On (B)(6) 2014, the physician attempted to remove the stent but it was difficult to remove. Reportedly, the stent was inverted during removal and the proximal end perforated the patient¿s tissue. The stent was able to be removed and the physician placed a wallflex esophageal fully covered stent to seal the perforation. According to the physician, the difficult stent removal could have contributed to the perforation.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown.(B)(4).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.